Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment. Analysis did find that the upper and lower cases were broken, the battery release was contaminated, one control knob was broken, the ring cover was contaminated, two side bail covers were broken, the battery contacts were out of specification, the ring was bent, one side bail was missing and the encoder flex and battery flex were out of specification.

Event description:
It was reported that a self-test error occurred. No patient involvement or complications were reported.